Event description:
Customer reported a 3000e leaking at the juncture between the white body and the clear part during a flush. No patient harm reported. The customer uses a 10-15 second chg scrub for swabbing valves. The incident occurred in the pediatric unit. Although requested, no additional information was available. Smarsite directions for use were sent to the reporter with explanation that swabbing with chg is an off label use with smartsite.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.